Manufacturer narrative:
(B)(4). The complaint indicated that the sterile package was broken before using and the cartridge was separated from the device. The issue with the cartridge was evaluated at the manufacturing facility and the results of that evaluation are documented in a separate analysis record. Following analysis of the device, the package was shipped to the packaging facility for analysis of the package issue. The tyvek lid was visually inspected and tyvek delamination was confirmed. Tyvek ripped and stuck to the blister flange when package was opened due to tyvek delamination (separation of tyvek layers.) A rip in the tyvek was noted near the delaminated edge. It appeared that the tyvek had ripped during handling and was related to the delamination. The damage may also have occurred during handling at the device analysis site. Removal of the device was not hindered as the delamination was only along the edge of the blister flange. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected prior to opening the package. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received sterile, in good visual condition and with a reload loose inside the sterile package. The device was opened and the reload was loaded into the device, the reload clicked into place, the device was turned upside down and tapped; the reload did not fall out. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the reload to eject from the device, it is possible that the package was submitted to higher forces then normal during transportation allowing the cartridge to disengage from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the sterile packaging have any of these prior to opening (any hole, tear, open or incomplete seal or puncture) in the tyvek or blister that compromises sterility? There was a hole on the tyvek. When referring to the packaging being broken, are you referring to the packaging being difficult to open? The surgeon did not open the package when he found there was a hole on the tyvek.

Event description:
It was reported that prior to an unknown procedure the sterile package was broken before using. The cartridge was separated from the device before opening the package. Changed to another one to complete the procedure. No patient involved.